Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pelvic pain') and embedded device ('embedded essure devices/essure device in endometrial cavity') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included abnormal uterine bleeding, endometriosis, paratubal cyst, nabothian cyst, gravida ii, parity 2, dysmenorrhea, dyspareunia and intra-uterine contraceptive device insertion. Previously administered products included for an unreported indication: nsaids, micronor and oral contraceptive. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with resection of bilateral essure devices, on (B)(6) 2017 salpingectomy (bilateral) hysterectomy and total laparoscopic hysterectomy, right salpingectomy,cystoscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, embedded device, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia, heavy menstrual bleeding and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: insertion date discrepancy noted (B)(6) 2006. Discrepancy noted: essure removal date as per mr is (B)(6) 2018 and (B)(6) 2017. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:embedded device. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received: event embedded essure devices/essure device in endometrial cavity added and made medically significant and intervention required due to surgery. Reporter, medical history, historical drug and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2017 salpingectomy (bilateral) hysterectomy and one or more surgeries to remove one or more of the essure coils.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia, menorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure (ess205). Amendment: the report was amended for the following reason: all the information form the duplicate case has been transferred from deletion case: (B)(4). Implanted date updated and events: migration, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fatigue, she did not undergo essure confirmation test were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.